Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the customer returning the sensor opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there is no communication between the insulin pump and the sensor. Customer stated that when the sensor was removed there was no electrode on the sensor. Customer stated that nothing was left under the skin tissue. Product is being replaced.